Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that as the coil was being repositioned, it detached inside the venous fistula. The coil was successfully removed with a snare device without clinical consequences to the patient.

Event description:
It was reported that as the coil was being repositioned, it detached inside the venous fistula. The coil was successfully removed with a snare device without clinical consequences to the patient.

Manufacturer narrative:
The device was not returned for analysis; therefore, analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is most likely that excessive maneuvering and repositioning of the coil to overcome resistance during the procedure have resulted in the premature coil detachment. Therefore, it was determined that the reported event was related to operational context.